Event description:
The facility reports while the pt was being transported on the lift chair, one rear wheel broke away, causing the chair to topple. The therapist involved prevented the chair and pt from tipping completely over. No injuries were reported.